Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawers 4.1 and 4.2 were not detected on the bus. A field service engineer verified that both drawers and all pockets were not detected on the pyxis bus (pyxibus). The fse inspected the drawer controllers and observed that no light-emitting diodes (leds) were illuminated on the module controller. The module controller was isolated from the system and was still found to have no power. The fse identified a blown f201 fuse on the module controller, removed the failed controller from service, and installed a replacement module controller to restore power and communication. The station was powered on after the module controller replacement, and the operation of drawers 4.1 and 4.2 was verified using the hardware test application (hta), which confirmed full drawer and pocket detection with normal communication. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer not detected on bus. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.